Manufacturer narrative:
B3/d10: the events occurred on 02/12/2025 and 02/13/2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors under-infused during patient use. The expected infusion time was 24 hours; however, approximately 45-55ml remained in the devices filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 18, 2024 ¿ april 19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.